Event description:
It was reported that a patient with "neurologic scoliosis was in a car accident and was paraplegic". The patient underwent an unknown spinal procedure with instrumentation from t4-s1. At an unknown time post-op, the "patient was admitted to the hospital with loose set screws. A 10 screws had to be replaced, 4 from the cephalad left pedicle screws, 5 from the cephalad right pedicle screw and 1 from the left s1 screw. It was noted during the procedure that no fusion was observed".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images so that this involves a neurologic scoliosis requiring a long fusion from t4 to s1. It was noted that 9 months postop several of the screws were found to have loosened. Revision was carried out and 10 set screws were replaced. Several were noted to be loose. An immediate postop ap and lateral film is provided after the february surgery. No films document screw loosening or the revision surgery.

Manufacturer narrative:
Additional information: analysis of the returned device shows that microscopically examined set screw rod interface node and surface. No damage identified to set screw thread crest or flanks. Node height and morphology of node deformation found to be consistent of full tightening. Node deformation height (@ center) consistent with bench comparison samples. Set screw rod interface node height and morphology are consistent with proper tightening.